Event description:
It was reported that during an unknown procedure, the device was defective. There is no additional information available. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming, 1 double feed, 2 bypass and 2 clips with gap. The device was disassembled to verify the condition of the internal components and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.